Event description:
A report was received that alleges that the 15mm connector detaches from the shaft of the tracheostomy tube which required replacement. The trach was replaced and the pt recovered with no incident related medical sequelae.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the eval.